Manufacturer narrative:
(B)(4). The device has not been returned for evaluation at this time. Follow up attempts are being done for product return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during a hip procedure, the driver fractured while inserting the screw. No patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.